Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited decreased sensing and increased outputs. X-ray revealed that the lead had dislodged. During another visit in clinic, the sensing was normal but capture thresholds had elevated. No device intervention was performed. Patient was stable throughout.